Event description:
The user's report states that they were aware that the baby was not alive, but they were able to obtain hr sounds.

Manufacturer narrative:
(B)(4). The user's report states that they were aware that the baby was not alive, but they were able to obtain hr sounds. This is being reported only because use of the device was coincident with the stillbirth. There is no allegation or indication that use of the device was a factor in the stillbirth. The ability to obtain maternal hr using the us transducer is expected if the users move the transducer until they obtain hr sounds. The device labeling is clear that users are to verify fetal life before monitoring and that users should use the coincidence detection (ccv) feature to assure that the monitoring is not exclusively maternal.